Manufacturer narrative:
Additional information b5: medtronic received additional information that upon re-initiation of cpb, the oxygenation was much better. The pressure settled within the first 15-20 minutes of the procedure.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported after priming with plasmalyte-a and heparin 5000 units. Biomed diligently knocked out all the bubbles on all sides of the membrane with flow on and off. They observed normal pressures when circulating warm prime in through circuit. The patient was heparinized with 400 units/kg of heparin which achieved an act of 467 seconds. An additional 10000 units of heparin prior to initiation. Initial settings were fi02 0.8 and sweep 2.5lpm, as flows came up, they noticed that the pre-membrane pressures were quite high 300-400mmhg at only 2lpm, the surgeon was alerted and anesthetists who assessed the arterial cannula placement via echo (transesophageal echocardiography,) and did some repositioning. The pre-membrane pressures became progressively worse to where they were 600+mmgh(systemic pressures 20-30mmhg) at a flow of only 3lpm and the inline monitors showed a pa02 in the 70s. The patient was very hypotensive and not tolerating of any further trouble shooting, so we came off cpb with the intention of changing out the oxygenator. Customer changed the oxygenator to #8114401049. And re-initiated cpb with an fi02 of 1.0 and a sweep of 2.5lpm. When reaching target flow of 4.5lpm, pre-membrane circuit pressures of 440mmhg (systemic pressures still low 30-40) with inline pa02 reading 400+. From here customer cross clamped and completed the c abgx3 as planned. The pre-membrane pressures dropped throughout the case to where they were between 240-300mmhg at the end of the case despite increasing flows to 4.9lpm. Other factors to note, baseline hgb was 156 and dropped to 127 with initiation and was 136 at separation. The patient¿s temperature was 35.9c at initiation. (Prime was circulating at 35.5c) customer did troubleshoot the patient¿s arterial line to make sure they were in fact hypotensive, and this was confirmed by palpation of the aorta. Correction d4: expiration date added. Correction h4: device mfg date added. Additional information b5: medtronic received additional information that the heater cooler was set to 35.5c. "Echo" refers to transeosophageal echocardiography. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that after priming with plasmalyte-a and heparin 5000 units. Biomed diligently knocked out all the bubbles on all sides of the membrane with flow on and off. They observed normal pressures when circulating warm prime in through the circuit. The patient was heparinized with 400 units/kg of heparin which achieved an act of 467 seconds. An additional 10000 units of heparin were given prior to initiation. The initial settings were fio2 of 0.8 and a sweep of 2.5lpm, as flows came up, they noticed that the pre-membrane pressures were quite high 300 to 400mmhg at only 2l/min, the surgeon was alerted and anesthetists who assessed the arterial cannula placement via echo (transesophageal echocardiography,) and did some repositioning. The pre-membrane pressures became progressively worse to where they were 600+mmhg (systemic pressures 20 to 30mmhg) at a flow of only 3l/min and the inline monitors showed a pao2 in the 70s. The patient was very hypotensive and not tolerating of any further trouble shooting, so the customer came off cardiopulmonary bypass (cpb) with the intention of changing out the oxygenator. The customer changed the oxygenator to serial number 8114401049 and re-initiated cpb with an fio2 of 1.0 and a sweep of 2.5 l/min. When reaching the target flow of 4.5 l/min, the pre-membrane circuit pressures of 440mmhg (systemic pressures still low 30 to 40) was with inline with the pao2 reading 400+. From here customer cross clamped and completed the coronary artery bypass grafting (cabgx3) as planned. The pre-membrane pressures dropped throughout the case to where they were between 240 to 300mmhg at the end of the case despite increasing flows to 4.9 l/min. Other factors to note, baseline hemoglobin was 156 and dropped to 127 with initiation and was 136 at separation. The patient¿s temperature was 35.9c at initiation (prime was circulating at 35.5c). Customer did troubleshoot the patient¿s arterial line to make sure they were in fact hypotensive, and this was confirmed by palpation of the aorta. Medtronic received additional information that the patient was not hypotensive before the procedure. The struggle to maintain predicted full flow on bypass caused the hypotension as the pump cardiac output was insufficient. Device evaluation:visual inspection showed no outward signs of physical damage or abnormalities: pressure integrity testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results were as follows: ¿ 166 mmhg blood side pressure drop conclusion: reason for the return was not confirmed. Correction:b.7.relevant history updated d.4.serial number updated h.6.ime updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported after priming with plasmalyte-a and heparin 5000 units. Biomed diligently knocked out all the bubbles on all sides of the membrane with flow on and off. They observed normal pressures when circulating warm prime in through circuit. The patient was heparinized with 400 units/kg of heparin which achieved an act of 467 seconds. An additional 10000 units of heparin prior to initiation. Initial settings were fi02 0.8 and sweep 2.5lpm, as flows came up, they noticed that the pre-membrane pressures were quite high 300-400mmhg at only 2lpm, the surgeon was alerted and anesthetists who assessed the arterial cannula placement via ECMO (extra corporeal membrane oxygenation) and did some repositioning. The pre-membrane pressures became progressively worse to where they were 600+mmgh (systemic pressures 20-30mmhg) at a flow of only 3lpm and the inline monitors showed a pa02 in the 70s. The patient was very hypotensive and not tolerating of any further trouble shooting, so we came off cpb with the intention of changing out the oxygenator. Customer changed the oxygenator to (B)(6). And re-initiated cpb with an fi02 of 1.0 and a sweep of 2.5lpm. When reaching target flow of 4.5lpm, pre-membrane circuit pressures of 440mmhg (systemic pressures still low 30-40) with inline pa02 reading 400+. From here customer cross clamped and completed the cabgx3 as planned. The pre-membrane pressures dropped throughout the case to where they were between 240-300mmhg at the end of the case despite increasing flows to 4.9lpm. Other factors to note, baseline hgb was 156 and dropped to 127 with initiation and was 136 at separation. The patient¿s temperature was 35.9c at initiation. (Prime was circulating at 35.5c) customer did troubleshoot the patient¿s arterial line to make sure they were in fact hypotensive, and this was confirmed by palpation of the aorta.